Manufacturer narrative:
Approximate age of device ¿ 53 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2019. It was reported that the patient expired on (B)(6) 2019 due to right ventricular (rv) failure. After implantation the patient experienced a severe therapy resistant right heart failure and the surgeon decided to stop lvad therapy. No further information was provided.

Manufacturer narrative:
This event happened at sana-herzzentrum cottbus hospital in germany. Manufacturers investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The heartmate 3 lvad, serial number (B)(4), was not returned for evaluation. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.